Event description:
It was reported that during use, the first device had inadequate sealing as there was evidence of energy delivery and end tones heard after one good seal. Another device was used successfully with the same generator. However, the second device also exhibited partial seal with evidence of energy delivery, and an end tone was heard. Used another device and it worked fine with the same generator. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: lf1937, jaw lap lf1937 ligasure maryland 37cm (lot#41790074x) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.